Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the exhalation valve needed calibration. The unit was repaired and tested, meeting factory specifications, and was placed back into service.

Event description:
The customer stated that while on a patient this unit alarmed "low pip, low ve" and stopped ventilating. The patient was manually ventilated and placed on an alternate ventilator. There was no harm to the patient.